Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer¿s touchscreen was not enabled and unable to work or that there was an error message displayed. It was noted that the power cord bay, the upper and lower handles were damaged. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's touchscreen was not enabled and was unable to work after the latest software update with the update universal serial bus (usb) device. It was noted that an error message was displayed on the screen. Troubleshooting steps were taken to include re-attempting the software update numerous times but the issue persisted. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.